Manufacturer narrative:
Because the customer reported her issue through email, customer service requested via an email response that she call so that her issue could appropriately be addressed. As of the date of this report, the customer has not contacted customer service. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed multiple clogged ducts which started at the end of (B)(6) and continued until (B)(6), for which she was prescribed ibuprofen for inflammation. The customer indicated that she did not follow up with customer service as she began using a competitor pump instead. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018, the customer alleged to medela llc via email that she had been using her pump in style breast pump for eleven months and starting in the ninth month, the suction began to not function properly and in the 10th month, she began to develop multiple clogged ducts.